Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. This event was reported through an attorney, as a result of a legal claim.  Due to the ongoing litigation, no additional information is available at this time.  It was noted that the device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device evaluated by MFR: device not available.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "periprosthetic osteolysis, right total knee replacement".